Event description:
The revent is reported as: the et tube would not deflate fully prior to extubation of a pt nor afterwards; once the tube was removed from the pt. No report of pt injury.

Manufacturer narrative:
The device was returned for eval. The results of the investigation are not available at the time of this report.